Event description:
The customer had reported that during a pertinetectomy, after the surgeon used the device to seal and cut the tissue, the knife blade of the device did not retract and the jaws of the device would not reopen. The device was not locked onto tissue and there was no harm to the patient. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that the knife blade was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.